Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Anaphylactic shock [anaphylactic shock]. Case description: a spontaneous report was received on (B)(6)-2011 from the hcp of a (B)(6) female patient, initials (B)(6), who experienced an anaphylactic shock after the use of seprafilm in a caesarian section. On (B)(6)-2011, the hcp reported the following: the patient underwent a caesarian operation on (B)(6)-2011. The patient had no complications prior to the operation. During the operation, one sheet of seprafilm (lot number: 10np265) was placed on the vesicouterine pouch and the anterior uterine wall. The hcp stated that the other suspected concomitant medications/devices used during the operation were: unspecified antibiotics, tranquilizers, and latex gloves. The patient developed an anaphylactic shock. In the opinion of the hcp, the event of anaphylactic shock was "severe" in intensity and "probably" related to the use of seprafilm in the patient.